Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.